Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been experiencing chest pain and had coded. A transmission noted that there was a lead integrity alert (lia) on the right ventricular (rv) lead for short v-v intervals and high rate non-sustained episodes. It was also noted that there was occasional under sensing during ventricular fibrillation (vf) episodes and that fine vf may have delayed detection for therapies. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.